Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block h6: device code 1074 captures the reportable event of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found the balloon was ruptured. Irregular edges and some fluid residues were also noted to the balloon indicating that the device was used. The catheter of the device was carefully inspected and no damages were found. It is possible that the maximum inflation pressure was exceeded by constraining the balloon, between the anatomy and the scope or another device, causing the balloon to burst. Therefore, the most probable root cause is adverse event related to procedure because, the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instruction for use (IFU)/product label.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, both balloons burst when inflated. Reportedly, the balloon did not feel as strong as usual. The procedure was completed with a third hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, both balloons burst when inflated. Reportedly, the balloon did not feel as strong as usual. The procedure was completed with a third hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.